Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. On (B)(6) 2021, the catheter of a fuhrman pleural/pneumopericardial drainage set was placed in the inferior aspect, mid heart projection inferior aspect with fluoroscopic guidance. An x-ray was performed to confirm device placement. Serosanguinous fluid was removed via manual suction with a syringe for a couple of days. Two days after the device was placed the syringe was unable to pull back; however, the catheter flushed easily. Significant leakage around the catheter was also noted; therefore, the device was removed on (B)(6) 2021 due to concern for infection risk. The catheter was replaced the following day due to re-accumulation of fluid. Reviews of the documentation, including the complaint history, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the customer. A sales report for the customer was performed; however, a lot number was unable to be determined. Cook also reviewed product labeling. The IFU pamphlet, c_t_ppd_rev6, packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package, inspect to ensure no damage has occurred." Evidence provided upon review of the dmr, IFU, no DHR and no product return, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product inhouse or in the field. Based on the information provided, no returned product, and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the device could have been clogged due to the drainage fluid clotting. It is possible that the device had an occlusion from manufacturing; however, since the device was not returned this cannot be confirmed. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that the catheter of a fuhrman pleural/pneumopericardial drainage set became occluded following placement in a 167-day-old female patient to treat a pericardial effusion. On (B)(6) 2021, the device was placed in "mid-heart projection, inferior aspect" of the patient using fluoroscopic guidance. A syringe was then attached to the catheter for manual suction. An x-ray was performed to confirm device placement. It was noted that drainage was obtained for a "couple of days." On the (B)(6) 2021, the user reported that they were "unable to pull back on syringe attached to catheter but [the catheter] flushes easily". The site also reported that "given concern for infection risk with significant leaking around drain. Drain [was] pulled". The catheter was removed from the patient on (B)(6) 2021. The patient required an additional procedure the following day to insert a new catheter, as fluid had begun to re-accumulate in the pericardial space. This event was reported as related to the pleural drainage set but not related to the procedure. The site indicated that the event did not occur due to a device deficiency. The patient remains enrolled in the study.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H6 - annex e: e2402 - appropriate term / code not available - fluid re-accumulation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.